Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to clean the speaker holes and reset the pump, after which normal operation resumed. Technical support provided additional tips to prevent future altitude alarms.